Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon device power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11: during evaluation, the reported problem of device turned off was not reproduced. A review of the event history log (ehl) revealed occurrences of improper shutdown! Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins. The rear case will be replaced to correct the reported problem. During evaluation, the reported problem of 'unspecified error' was reproduced when the device alarmed system error 322 (link switch error (low)). A review of the event history log (ehl) revealed occurrences of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch failure. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.